Event description:
The pt stated that about half of the box of infusion sets he just opened have needles that are bent at an angle or bent backwards. The pt did not use any of these infusion sets. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.